Event description:
A positive advia centaur xp troponin ultra result was obtained on a patient sample. The customer questioned the result. Repeat testing was performed on the same instrument ((B)(4)) and the result was positive. Qc was then run and the results were unacceptable. The patient sample was tested on another advia centaur ((B)(4)) and the result was negative. The customer realized that there is a problem and stopped using the advia centaur (B)(4). Several positive patient results from the previous evening were reported. The customer repeated testing for those patient samples. Four of the patient sample results were false positive. The requesting locations were made aware of the discordant results. One patient was reported to have already had treatment instigated for acs (acute coronary syndrome). There is no known adverse effect on the patient as a result of the initial results.

Manufacturer narrative:
Additional date of event: (B)(6) 2010. A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.